Event description:
It was reported that the pacemaker device exhibited an alert for high out of range pacing impedance measurements, measuring greater than 3000 ohms on this right ventricular (rv) channel. Upon review, ventricular tachycardia (vt) episodes showed oversensing and pacing inhibition. The patient experienced dizziness, syncope and loss of consciousness. The patient was seen in clinic was troubleshooting and programming options. The plan was to have this pacemaker system reprogrammed. This rv lead currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section h6 device codes.

Event description:
It was reported that the pacemaker device exhibited an alert for high out of range pacing impedance measurements, measuring greater than 3000 ohms on this right ventricular (rv) channel. Upon review, ventricular tachycardia (vt) episodes showed oversensing and pacing inhibition. The patient experienced dizziness, syncope and loss of consciousness. The patient was seen in clinic was troubleshooting and programming options. The plan was to have this pacemaker system reprogrammed. This rv lead currently remains in service. No adverse patient effects were reported.